Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Due diligence efforts were made to obtain the device for evaluation, however, the device was not able to be retrieved. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed an article "transmitted pulsations from a mediastinal abscess." In am j med. 2017 sep; 130(9): e397-e398. Within this article it was reported that a 25mm unknown model aortic valve was explanted due to stenosis after an approximate implant duration of 8 years. A non-edwards valve was implanted in replacement. Post-operatively patient developed a large mediastinal abscess. Patient was reported to remain well at most recent 6-month follow-up after an abscess drainage procedure and being treated with IV antibiotics for 2 months.